Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-28136. During capture threshold testing, the physician released the button to terminate the testing as expected, however, the device continued to decrement, resulting in a loss of capture. The test continued until completion. The patient had an intrinsic rhythm, so the loss of capture did not result in any patient consequences or adverse events.